Event description:
It was reported that the device would power on and off inappropriately. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to failure of the battery latch. After replacing the battery latch, proper operation was confirmed and the device was returned to the customer.